Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed self-test, a21 error test and off no power test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was 252 mg/dl. It was also reported that at nights, customer's blood glucose dropped in the 20 mg/dl and 30 mg/dl and reported that low blood glucose was not due to insulin pump, but due to being customer's normal blood glucose. After troubleshooting, caller was advised that insulin pump would need to be replaced.